Event description:
It was reported by a patient's caregiver, that while researching vns online it was found that the vns may exacerbate sleep apnea and one unknown online source indicated vns induced sleep apnea related death. Multiple attempts were made to obtain additional information regarding the source of the information; however, no further relevant information has been received to date.